Event description:
Report received of no audible alarm tone. The customer contact reported that the pump was returned to biomedical engineering department with an unsigned note from the emergency department that stated, pump is not working". During testing by the user facility, the pump was powered on a displayed an error code; however, no audible alarm tone sounded. There were no reports of any adverse patient events while the device was in clinical use. Though requested, no additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not complete.